Event description:
The sales rep is reporting that 1 of the tooth from the distal tip of a sawtooth lupine drill guide broke off and became stuck in the rotator cuff. The remnants of the tooth were removed quickly and easily with a grasper. The surgeon was able to complete the case successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet rec'd the complaint device for eval. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints. However, this is the first complaint of this type for this device. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is rec'd here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a f/u report will be filed.